Event description:
It was reported by the spouse that the patient had a hip replacement on (B)(6) 2012. The patient than had a bone fracture (trochanter broke) on (B)(6) 2012. The surgeon made the repair and the patient was not weight bearing for six weeks.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
This event relates to a dall miles cable and periprosthetic fracture which is detailed in investigation pr# (B)(4). Based on the provided information, the product reported in this investigation did not contribute to the event. The device remains implanted. No further investigation is required at this time.

Event description:
It was reported by the spouse that the patient had a hip replacement on (B)(6) 2012. The patient than had a bone fracture (trochanter broke) on (B)(6) 2012. The surgeon made the repair and the patient was not weight bearing for six weeks.